Event description:
The patient was to have bilateral ureteral stent replacements. The exchange on the right was unsuccessful due to extensive extrinsic compression. The left side was successful. The following day the patient went to interventional radiology for right stent placement with a right nephrostomy tube. The stent was placed, but a small piece of the device broke off and was left in the posterior muscular wall. The nephrostomy tube was not placed. A CT w/o contrast done the following day showed the stent successfully placed and the piece that had broken off was in the muscular wall outside the kidney, outside the perinephric fat, in the area of the muscular fascia in the posteriolateral wall. The foley was discontinued and the patient was able to urinate. He was sent home.